Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed all channels to have high impedance. An accident or trauma is not known. Re-implantation is not being considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on the received information and impedance measurements, a damage to the active electrode due to minute device mobility is suspected. No plans for re-implantation have been made. This is a final report.

Event description:
The bilaterally implanted patient presented at the clinic with no external hardware. The current foster parent wished to know the status of the patient's internal device on the left side. The child had not developed an oral language and had not been using the device since 2007. When the patient was last seen in 2007 it was noted that he was prone to head banging behaviour. The patient's caregiver at that time in 2007 did not wish to pursue re-implantation. The clinic will leave the implants in place and concentrate on manual communication and education.